Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. The next day post procedure, the patient suffered a symptomatic intracranial hemorrhage in the left basal ganglia and left insula with infarction. The patient had a right-sided paralysis due to the stroke. Medical management (not specified) was performed to treat the complication. Four days post procedure, the patient's condition improved and he was discharged to the rehabilitation center. It was reported that the event is related to the procedure.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. The next day post procedure, the patient suffered a symptomatic intracranial hemorrhage in the left basal ganglia and left insula with infarction. The patient had a right-sided paralysis due to the stroke. Medical management (not specified) was performed to treat the complication. Four days post procedure, the patient's condition improved and he was discharged to the rehabilitation center. It was reported that the event is related to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.